Event description:
Related manufacturer reference number: 2017865-2023-13812. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker and the right ventricular (rv) lead were experiencing under-sensing. No intervention has been performed. The patient's condition was stable.